Manufacturer narrative:
(B)(4).

Event description:
Description of event or problem: this serious spontaneous device report was received from a physician in israel. The pt, an older than 60-years-old female, experienced strong pain necessitating use of a wheelchair after receiving the second injection of arthrease (euflexxa, 1% sodium hyaluronate) into an unspecified knee for osteoarthritis of the knee. The pt received two arthrease injections (lot number h10695aa). She experienced no adverse reactions after the first injection. A week later she was injected with the second syringe, and after two days she got severe pain and needed a wheelchair. Onset of the ae was during week 41 (B)(6) 2013. She went to the emergency room, and had an x-ray. X-ray revealed no findings. The knee was not swollen. The pt had no fever. The pt was treated with cortisone and additional non-steroid drug treatment, which provided some pain relief. Medical history was not provided. Concomitant medications were not provided. At the time of this report, the outcome of the event was not yet recovered. Company comments: significant but probably not permanent disability, therefore an important medical event.